Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the right plunger case was cracked. Customer?s reported issues was during an occlusion tests. The root cause of the reported issues was determined to have been caused by normal wear; device was over fifteen years old. Actions taken to mitigate the reported issue: replaced right plunger case. UDI information is unknown.

Event description:
It was reported that check clutch error message event occurred. No patient injury reported.